Event description:
New information received indicates both pacing and defibrillation impedances were high. The physician decided to replace the lead. During the procedure, it was noted that the patient's blood pressure dropped and a perforation occurred. The cardiothoracic surgery team intervened and closed the perforation. The lead was explanted and then replaced three days later. The patient was stable.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance. No intervention was performed. The patient was stable and will continue to be monitored.